Event description:
It was reported that a reflect implant cord has broken between t10 and t11 at 12 months post operatively. This event occurred in the UK.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.